Manufacturer narrative:
The device was evaluated at the bench. The reported problem was not confirmed; it was noted that the previous functional test was not carried out correctly. After connecting the test load, the device successfully passed functional tests. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device had a pacemaker hardware failure. There was no patient involvement.